Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 3mm from the tip and approximately 13mm long. There is blood present in the hub, inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the moderately tortuous and severely calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the third inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.